Event description:
As reported by the user facility: complaint description: fluid room temp. Drip chamber 1/2-2/3 filled. Tubing properly loaded. IV line primed through pump. Used prime function to remove air in line. Alarm recurred, reprime. Open door, remove and visualize tubing. Tap tubing section and observe for bubbles. Visible bubbles, used alcohol pad and wiped segment of tubing between the silicone pump segment and green clamp, reload tubing and restart. Alarm recurred, changed tubing. Air in line alarm. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or lot number was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.